Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it could not be determined what the foreign material was and why it remained in the device. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the nozzle of the gastrointestinal videoscope had a foreign object. There was no patient involvement.